Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "(B)(6)" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Viality lipoaspirate supply was not functioning, not able to get suction with the product. The lid did not create suction . All other items related to the equipment were tested, the seal at the top of the product was found to be the issue.

Manufacturer narrative:
Sientra complaint #: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. The device was not returned to franklin mfg for investigation. The reported complaint does speak to the device's lid being the cause. The root cause, from the reported complaint, is most likely that the basket was removed from the viality chamber before the procedure and returned in its place. Doing this lets the squeegee, underneath the basket, "spring" out of position and cause the basket to sit proud in the chamber. This does not allow the lid to sit flush and a seal cannot be formed between the lid and chamber. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.